Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6), 2012, and the patient was reimplanted with another device during the same surgery.this report is filed (B)(4), 2013.

Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced an intermittent performance decrement resulting in loss of benefit. The implanted device remains.